Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. The report that the motor was not running at full power could not be verified. The performance investigation using a test hand piece indicated no loss of power. The motor drive unit was started at low speed and was gradually increased up to maximum with no issues for a period of ten mins. Also, the motor assembly and all electrical connections were inspected. The motor rpms and power supply current measured according to specification.

Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the motor drive unit was not running at full power. The customer was unable to provide any further info. There were no adverse pt consequences reported.